Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, a healicoil anchor tip broke off by putting too much strain on tensioning the tendon without the anchor inserted in the bone. The procedure was successfully completed with a non-significant surgical delay using a back-up device in an additional bone hole. No further complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the healicoil anchor tip broke off. The broken pieces were removed from the patient and the procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states this case reports three failed placement attempts of the healicoil anchor. Per e-mail communication, the first anchor, ¿the registrar broke a tip off one anchor, which in my opinion was user error. This was down to putting too much strain on tensioning the tendon without the anchor inserted in the bone.¿ the final anchor was placed in the bone without complications. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided user vs procedural variance cannot be ruled out a contributing factor to the reported events. The device instructions for use does caution that, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. There is no expected impact to the patient and no further complications were reported. No further clinical/medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material specifications found that a certificate of analysis is required for raw material, and that all the materials properties are listed and tested. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.